Event description:
It was reported that the battery door of the external pulse generator would stick and was not able to be opened. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery door of the external pulse generator would stick and was not able to be opened. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the battery door was sticking, it was attributed to the upper case, battery release and battery drawer being contaminated and the battery drawer also being broken. Analysis also found the lower case broken and the battery contacts compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.